Event description:
Caller reported the inform meter was smoking and melted on (B)(6) 2010. The inform meter is melted around the connector pins on the bottom. No adverse event reported. A request was made for the return of the meter, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific crm received information that this pacing system was being explanted, due to infection. It was also reported that the associated leads had eroded through the patient's skin.